Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and that the insulin pump alarmed no delivery. The customer's blood glucose at the time of the event was 44 mg/dl. The customer treated by eating. Troubleshooting was not completed for the no delivery alarm but insulin did exit. The customer declined troubleshooting for the low blood glucose. The customer also experienced blood glucose of 207 which was treated with bolus and blood glucose went up to 344 mg/dl. The insulin pump will not be returned for analysis.